Event description:
Reportedly, when the defibrillator discharged, energy was not delivered to the pt. This allegation was based upon a lack of expected pt muscular reaction in response to defibrillator discharge.